Event description:
Customer reporting 2 false positive flu b results (out of 134 patients tested). Customer states the results were confirmed negative by pcr. Report 1 of 2

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: phone